Manufacturer narrative:
Received one speedband device for analysis. A visual examination of the returned device found some residue present indicating use/handling. The suture loop was broken with a small portion still attached to the trip wire loop. All seven bands were present on the ligator head and in proper position. The suture was properly placed on the teeth of the ligator head. There was no issue noted with the ligator head teeth. The trip wire loop was retracted and caught in the handle slot with only one rotation around the spool. The opposite side of the handle slot was damaged due to incorrect placement of the trip wire. The wire crimp was caught underneath the handle slot prevented the tightening of the trip wire during set-up. Functional evaluation of the handle was performed by turning the handle knob at 180 degrees and no issue was noted with the handle assembly. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure while outside the patient, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure while outside the patient, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) for the reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.